Manufacturer narrative:
(B)(4).

Event description:
Based on the information provided there were indications that the subject patient had to undergo medical intervention to remove the xtendobutton.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. The exact root cause for the reported issue could not be determined.